Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the mdu was not spinning and it was getting hot. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in b5 and h6.

Event description:
It was reported during an unknown procedure, the motor drive unit was not spinning and it was getting hot. The procedure was completed using a back-up device. It is unknown if there was a delay. No one was burned when the device overheated since the surgeon asked to swap to another shaver.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed. Factors which can contribute to overheating include a blade stall condition that will result in increased current draw from the control unit which will heat the motor and hand piece housing. This can be the result of gearbox corrosion caused by cleaning and sterilization methods and the chemicals involved. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed a broken lanyard. A functional evaluation was performed on the returned device and found it grew warm and a blade stall error message was found. It was also noted device ma was above 960. Further investigation revealed stiffness in the drive fork when rotated. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors that could have contributed to the mechanical jam failure include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time or a short in the power cord. Factors that could have contributed to the overheating include a blade stall condition that will result in increased current draw from the control unit which will heat the motor and handpiece housing. Based on this investigation, the need for corrective action is not indicated.